Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable lead exhibited a progressive decrease in pacing impedance measurements over the last week to out of range values. The patient was seen in-office for follow-up. All other lead parameters were stable and within expected range. No noise recorded or seen during maneuvers. Technical services (ts) was contacted for further review and advice. In the meantime, the patient will be closely monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This lead remains in service.